Manufacturer narrative:
D4. Serial corrected. D9. Date device returned to manufacturer added.

Manufacturer narrative:
A5. Ethnicity and a6. Race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 57-year-old male with cardiomyopathy and a pre-support clinical condition consistent with scai shock stage d was supported with an impella 5.5 device implanted via a right axillary surgical arterial approach on (B)(6) 2026 at 04:15. During support, while the patient was being mobilized, an increase in motor current was noted followed by a pump stop alarm. After discussion with the treating physician, lysis was performed by the clinical team. The patient remained hemodynamically stable with no reported injury or clinical harm. Following lysis, the pump was successfully restarted and continued to function with good measurements. Clinical support center (csc) was notified, and details surrounding the lysis were reviewed. No purge alarms or impella defective alarms were reported, and the pump did not stop within one minute of activation. Upward trends in motor current were observed. There were no biomaterials observed in the outflow after explant, and device replacement was not requested. The pump was not removed due to the reported event. The device was explanted on (B)(6)2026 at 10:34, and the patient survived explant. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support temporary stoppage, however no consequence to the patient.

Manufacturer narrative:
Added: d3. Corrected: h3. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Temporary pump stop: the cause of the temporary pump stop could not be determined as no data logs were returned and pump was returned cut and was unable to be tested.